Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported detachment of the gripper lever luer appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular (av) will continue to trend the performance of these devices.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the detachment of the gripper lever. It was reported that this was a mitraclip procedure to treat grade 4 degenerative mitral regurgitation (mr). The first mitraclip was prepared and implanted without incident. During device preparation of the second mitraclip, the cap on the gripper lever was turned to loosen when the base of the luer detached and remained inside the gripper lever cap. This second device was not used in the patient. Another mitraclip was prepared and used to complete the procedure. Mr was reduced to grade 1 with two mitraclips. There were no adverse patient effects and no clinically significant delay in the procedure. There was no additional information provided.